Event description:
The customer reported that insulin pump alarmed motor error. The blood glucose reading was 212mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the customer to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked. The numbers do not ramp up or scroll bar moving with no input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.